Manufacturer narrative:
Eval code method: device not returned, followed up with company representative.

Event description:
It was reported that during a kyphoplasty case, the bone cement was noted to become "very hot" when the cement changed from soft to hard. Reportedly, the bone cement took "20 to 30 minutes to change from soft to hard." No additional information was reported.